Manufacturer narrative:
Akino yoshimura, takuo tsurugi, fumiaki onishi, kodai negishi, hideharu okamatsu, yasuaki tanaka, junjiro furuyama, ken okumura. (2022). "Comparison of long-term incidences of appropriate and inappropriate therapies and devicerelated complications between subcutaneous and transvenous implantable cardioverter defibrillator treatments." The 87th annual meeting of japan cardiovascular society.

Event description:
It was reported via abstract from the 87th annual meeting of japan cardiovascular society that the authors studied consecutive 126 patients who received their first subcutaneous implantable cardioverter defibrillator (s-ICD) or transvenous implantable cardioverter defibrillator (tv-ICD) from february 2016 to february 2022. They retrospectively analyzed the incidences of appropriate and inappropriate therapies and device-related complications. All ventricular fibrillation (vf) and ventricular tachycardia (vt) episodes were successfully treated in both groups. The total appropriate therapies included two patients and fifteen patients in the s-ICD and tv-ICD groups, respectively, while appropriate shock therapy occurred in two patients and six patients, respectively. Inappropriate shock therapy occurred in five and three patients in the s-ICD and tv-ICD groups, respectively. No device failures occurred in either group, but two lead malfunctions occurred in two patients in the tv-ICD group, with no electrode malfunctions occurring in the s-ICD group. All-cause death occurred in one patient in the s-ICD group and in five patients in the tv-ICD group. No additional adverse patient effects were reported.